Manufacturer narrative:
Per RMA, a replacement camera was sent to site and resolved issue. Upon evaluation of returned camera, passive tracking was reduced to less than 6 feet after warm up during a functional test. The psu passed an aak test at .38mm but with high line separation. The psu passed subsequent functional and aak tests and is now fully functional.

Event description:
Site reported the camera was not tracking the instruments on the treon navigation system. No impact on patient outcome reported.